Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced nighttime hypoglycemia while using the ilet system with a dexcom cgm, with the device suspending insulin delivery prior to the low readings and resuming only when glucose trended upward. Symptoms included blood glucose as low as 52 mg/dl without associated loss of consciousness, dizziness, or other acute complications. Outcomes included self-management without back-up therapy, medical intervention, or hospitalization. Investigation included review of available device and cgm data by support, confirmation of automated insulin suspension before lows, and user education on adjusting cgm alerts to 80¿90 mg/dl to allow earlier monitoring and treatment. Investigation of this case revealed device performance consistent with design, with no alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and not attributable to a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.